Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error due to moisture damage keypad traces. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error twice during the week. Customer's blood glucose was 140 mg/dl. Customer stated the first time the device alarmed it was possible the buttons were help longer the three minutes. Customer was not sure of the most recent alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.